Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic procedure, the shield did not retract. The surgeon applied another another device without pt injury.